Event description:
Review of the surgeons report and database indicates a broken sign im nail. Review of patient x-rays confirms the broken nail and shows a non-union which appears to have shifted, placing a high level of stress on the distal end of the nail causing a lever affect and breakage at one of the distal slots. Surgeon had to perform an exchange nail procedure to repair the non-union and replace the nail. Cause: shift of a non-union causing stress on a distal screw slot. No indication of product defect.